Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was discolored.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, all keypad buttons had normal response. The keypad cover was removed for investigation with no evidence of damage, defect or contamination present. The display was noted to be discolored. A test display was attached to the pump and illuminated properly and was clearly legible.